Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device 's battery in the status of detect when boot. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device's "battery in the status of detect when boot." There was no reported patient involvement.